Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture was stuck inside the ligator cap and was difficult for exteriorization. When the device was installed, the bands would not fire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: it was reported that the procedure name was ligation of varices. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Physician's first name: (B)(6). Problem code 2610 relates to the reported issue of bands failed to deploy. Problem code 2588 captures the reportable event of suture stuck inside the ligator cap. Investigation results: received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. A visual examination of the ligator head found seven bands present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was not damaged and was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned device, the ligator head teeth were damaged due to handling and manipulation of the device during preparation. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and which could have contributed to the reported issues. As during the investigation, it was observed that the suture was not damaged and passed the visual analysis, the reported device complaint or problem cannot be confirmed; however, an investigation is in place to address the "suture inside ligator head" issue. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture was stuck inside the ligator cap and was difficult for exteriorization. When the device was installed, the bands would not fire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture was stuck inside the ligator cap and was difficult for exteriorization. When the device was installed, the bands would not fire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Orrection: it was reported that the procedure name was ligation of varices. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: problem code 2610 relates to the reported issue of bands failed to deploy. Problem code 2588 captures the reportable event of suture stuck inside the ligator cap. Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. A visual examination of the ligator head found seven bands were present which were moved out of their original positions. It was also noticed that the ligator teeth were bent. The suture was broken; one section was attached to the trip wire loop and the other section was attached to the ligator head. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.